Event description:
It was reported that an angio-seal device was deployed without complication. The pt experienced a post-hemostasis bleed which required surgical intervention. St. Jude medical is attempting to obtain additional info regarding this event.